Event description:
It was reported that seems like the insulin was not delivering properly during the night as the customer woke up with high blood glucose of 149 mg/dl. It was stated that the basal rates and bolus wizard settings are correct. Low reservoir and no delivery alarms shown in the alarm history. The drive support cap is recessed. Insulin pump passed the self test. Found no air in the tubing. Insulin did exit the tubing at manual prime. No insulin leak found. Current blood glucose is 78 mg/dl; it went low during troubleshoot. The customer had just eaten and it is possible that she over bolused. It was stated that the customer changed the infusion set has an appointment with the doctor to check the settings. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.